Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm. The aorta is 30 mm at the level of the renal artery and it was 52 mm in length with 15 degree angulation. The vessels were tortuous. It was reported that the patient did not have a pulse post operatively at the time of the index procedure due to limb occlusion from an unknown cause. The physician performed a fem-fem bypass and the occlusion was resolved. No additional clinical sequelae were reported and the patient is fine.